Manufacturer narrative:
No button error alarms were noted during testing. However, the pump had intermittent esc button response due to moisture damage on the keypad traces. The pump had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump alarm button error. Customer's blood glucose at time of incident was 335 mg/dl. The customer's mother stated that patient was sleeping when she heard vibrating, every minute beeping but nothing on screen and then she got an alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.